Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple pockets 4.2 and 3.2 device was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not showing any cubies. A field service engineer (fse) shut it down and reseated all cables to the back boards. On the hardware test application (hta), all cubies were tested, and the cubie trays were cleaned of hair and medication foils. In drawer 4, two cubies failed; b1 cubie was recovered, but the lid of the other cubie did not open on hta and the application, so the customer took it back to the pharmacy. Then the fse confirmed that drawers and cubies are working fine on hta and verified by the customer. The system functioned as intended after the field service engineer repaired the device.